Event description:
It was reported that externalized conductors were observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New informtion received notes the lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasion was found at 7.8cm to 9.1cm from the distal tip. External insulation abrasion was found at 32.5cm to 32.8cm from the distal tip, consistent with lead friction to another device. The etfe coating of the conductors was intact at these locations.